Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on one of the contacts. Reprogramming and radiofrequency procedures were unable to resolve the issue. Patient also requires MRI compatibility. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedance.